Manufacturer narrative:
(B)(4).  This device is available for analysis but the engineering report is not yet available.  However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17434302 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, a powerflex pro 12 mm 4 cm 80 balloon ruptured horizontal during inflation in the sub-clavian vessel and a part was separated. Surgery was needed to remove the balloon from the vessel. There was no patient injury and the patient is doing fine. Further information will follow. Additional information has been requested.

Manufacturer narrative:
As reported, a powerflex pro 12x40mm 80cm balloon ruptured horizontal during inflation in the subclavian vessel and a part was separated. Surgery was needed to remove the balloon from the vessel. There was no patient injury and the patient is doing fine. Further information will follow. Additional information has been requested. One non-sterile powerflexpro 12mm4cm 80 balloon catheter was received for analysis coiled inside a plastic bag. The balloon was received with an axial rupture observed at two cm proximally of the distal section of the balloon. Also, per visual analysis, the proximal section of the balloon was not received (cut off). No other anomalies observed. A functional test /analysis could not be performed due to the condition of the balloon unit received. Sem analysis was performed to the received unit to identify the possible root cause of the rupture condition and sem analysis results showed that the external surface of the balloon presented evidence of scratches and abrasions near the balloon rupture. It¿s very likely that the same factors that caused the scratched and abrasion marks on the balloon outer surface can also contribute to the rupture found on the received balloon. The internal surface did not present any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17434302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ and ¿balloon separated in patient¿ were confirmed through analysis of the returned device. However, the cause of the burst and separated conditions of the balloon could not be conclusively determined during the analysis. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the burst and separation reported as evidenced by the scratches and abrasions noted on the balloon during sem analysis. As warned in the instructions for use, which is not intended as a mitigation, ¿do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. ¿ as cautioned by the IFU, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the design or manufacturing process of the product. Therefore, no corrective/preventive action will be taken at this time.